Event description:
A cgm error was reported by the caller, specifically identified as error 42 related to a g7 sensor. After resetting the pump with guidance from cts, the cgm error code did not reappear. There was no adverse impact to the customer's blood glucose level, and the caller successfully initiated a new sensor session.